Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced progressive hyperglycemia overnight while using the ilet, with cgm/bgm values rising from the 270s to the 380s, and performed multiple infusion set and full supply changes after identifying one bent cannula and later observing drops at the site; the user reported adequate insulin remaining in the cartridge and referenced ilet readings including 378. Symptoms included hyperglycemia without reported symptoms of diabetic ketoacidosis, with a blood ketone value of 0.7 mmol/l and a separate urine ketone strip indicating moderate ketones from expired strips. Outcomes included user self-management actions, device troubleshooting, and contact with the healthcare provider regarding consideration of a manual injection; no hospitalization or emergency care occurred. Investigation included product-use troubleshooting, infusion set changes, confirmation of insulin volume in the cartridge, and ketone assessment. Investigation of this case revealed uncertain etiology of the hyperglycemia, with a previously bent cannula and subsequent infusion set function not demonstrating a clear device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.